Event description:
A pt reported experiencing inaccurate erratic results with fasttake strips (fast draw) used with a fasttake meter. The pt's blood glucose results were 15.6 mmol, 13.1 mmol, 7.4 mmol, 9.6 mmol. Tests were done within 20 minutes with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.